Event description:
Patient became infected so original cup and revision femoral construct were explanted.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported manufacturing lot or sterile lot. The event could not be confirmed. The exact cause of the event could not be determined because no patient medical records were provided for review. Based on the information provided at the time of investigation, it is believed the reported device was manufactured to specification. If devices and/or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl with purefix ha 60mm; cat# 542-11-60g; lot# unk; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mjep4x; 31mm mod rev hip body/bolt stdcomponent level 9006-1-031; cat# 6276-1-031; lot# 29081801; mod con dist stem 19 x 155 mm; cat# 6276-7-019; lot# caxn926a; delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# 43357603. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient became infected, so original cup and revision femoral construct were explanted.